Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. This emdr represents the bard/davol perfix plug (device #2). Additional emdrs were submitted to represent the bard/davol 3dmax (device #1), bard/davol ventralex (device #3), bard/davol 3dmax (device #4).

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol 3dmax mesh, perfix plug and ventralex on (B)(6) 2018 and/or (B)(6) 2019 and/or (B)(6) 2020 and/or (B)(6) 2021. It is alleged that the first removal surgery occurred on (B)(6) 2019. As reported, the patient is making a claim for an adverse patient outcome against all devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient¿. It is also alleged that the patient experienced emotional distress and the device was defective.